Manufacturer narrative:
(B)(4). The ge service rep replaced with power motor relay pcb. The lift column started working later that week. He also replaced the fast stop switch and cables to remove intermittent connections. The system is functioning as intended.

Event description:
The customer reported that the lift column did not go up or down. No patient injury was reported.